Event description:
The surgeon was using the reamer during an acdf from c3 to c7. It was reported that the scrub tech set the reamer to 16mm reaming depth and handed the instrument to the surgeon. After reaming, the surgeon noticed that the reamer shaft was loose in the sleeve. The surgeon was concerned that the reamer reamed beyond the posterior edge of the cervical vertebral body. The surgeon reported some cerebral spinal fluid at the site but not bleeding. The surgeon successfully inserted the implant. Neuromonitoring occurred throughout the surgery and no signal change occurred. The patient awoke after surgery and was fine. The rep examined the instrument after surgery and concluded it functioned properly.

Manufacturer narrative:
The instrument was received in on 20-nov-07. The reamer was adjusted to all reaming depths and clean setting. The instrument functioned correctly.